Event description:
Sales consultant reports that an explant procedure was done for a locking compression plate fracture to the left proximal tibia for a non union on (B)(6) 2013. The original surgery implant was performed on (B)(6) 2012. Surgeon had a culture done to rule out infection but results have not been obtained. A complete new replacement is scheduled in 2 weeks time. This report is for a 3.5mm lcp proximal tibia platelow bend 4 holes/76mm/left. This is 11 of 13 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm lcp proximal tibia plates was processed through the normal manufacturing and inspection operations with one ncr written. Reference ncr (B)(4). Item 1) two parts were found to be missing suture slots during normal inspection process and the two parts were subsequently scrapped out per ncr (B)(4) disposition. The raw material device history record revealed this lot met all specifications with at time of acceptance. No nonconformances were noted. The raw material met all dimensional and visual criteria at the time of release with no nonconformances documented. Placeholder.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: results from culture test were negative. (B)(4). Placeholder.